Manufacturer narrative:
E1: patient city: (B)(6) patient country: turkey.

Event description:
Reference number (B)(4) event occurred in turkey. It was reported that the patient faced insulin flow blocked alarm event leading to hyperglycaemia on (B)(6) 2025. The patient went to the to the emergency room (ER) and eventually got hospitalized for few hours. The blood glucose level was 400 mg/dl at the time of event and the patient got treated with intravenous insulin drip and insulin pen shot. The patient also tested positive for ketones. No further information available.